Manufacturer narrative:
Insulin pump had blank display due to corroded battery tube. Unable to verify a alarm due to blank display anomaly. No damage found on cib noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
Customer reported receiving an error alarm multiple on the insulin pump. Customer stated that they were running a temp basal before the alarm occurred. No further information reported.